Event description:
The reported description of this complaint notes that a user touched the electrical cord from the monitor after the monitor was found not to have any power. This cord was damaged with exposed wiring. The user required hospitalization after this event.

Manufacturer narrative:
(B)(4): the reported description of this complaint notes that a user touched the electrical cord from the monitor after the monitor was found not to have any power. This cord was damaged with exposed wiring. The user required hospitalization after this event. There is no indication that the user received any therapy after the incident. Philips has not received any info explaining how the electrical cord came to be physically damaged and why a clinician was using a device with damaged cord. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.